Event description:
It was reported that a pt underwent a sling procedure on an unk date. The pt developed a small hematoma and the mesh eroded into the vagina at that site. The surgeon trimmed the mesh and the area has now healed without further exposure.

Manufacturer narrative:
Mesh exposure occurred - mesh exposure occurred. Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches submitted for this device. See also medwatch 2210968-2008-00914. The same device is represented in each medwatch as it was involved in two events.